Event description:
It was reported that a patient had experienced a loss of bladder function that started three (3) weeks prior to (B)(6) 2011. The patient had surgery on (B)(6) 2011 to remove a granuloma located at t5-7. The spinal portion of the catheter was removed and the pump was stopped. A portion of the granuloma and the explanted catheter were saved to return to the manufacturer for analysis. The pump is 40 ml model that contained dilaudid 140 mg/ml concentration at a daily dose of 25 mg/day, and bupivacaine (concentration and dose were not provided). The granuloma had some portions that did not have bleeding so the surgeon felt the granuloma had been forming for some time without symptoms. A portion of the granuloma that had adhered to the dura was not removed. 'Black gunk' was visible in the catheter tip holes. The treatment planned was to remove the pump at a later date for analysis of damage, due to the highly concentrated compounded medications in the pump.

Manufacturer narrative:
Concomitant products were catheters. Catheter returned forr analysis which was not complete at the time of this report.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted on (B)(6) 2004, explanted unk; catheter model 8709sc, serial # (B)(4), implanted on (B)(6) 2011, explanted unk.

Event description:
It was later reported that the granuloma was suspected when bladder control was lost and confirmed by MRI. The reporter had no updates on the patient's condition following catheter removal.

Event description:
It was later reported that the MRI date was unknown. No actions have been taken since the catheter explant. The patient was currently not using their system. The hcp planned to wait at least six months from the catheter explant before she takes any further action with the system.

Manufacturer narrative:
Product ID neu_unknown_cath. Serial # unknown. Product type catheter; product ID 8709sc. Serial # (B)(4). Implanted: (B)(6) 2012, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, lot # unknown, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 201, product type catheter. (B)(4). Analysis results of the pump (model 8637-40, serial # (B)(4)), catheter (model 8596sc, serial # (B)(4)) and catheter (model unknown, serial # unknown) were not available at the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the proximal catheter segment found a non-significant indent in the seal, though it did not affect infusion. Final analysis of the distal catheter segment found a user-related hole in the catheter body and dark residue occluding the dispensing holes.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a new catheter implanted at the t11 level with a new pump. The patient's bladder control did return. The patient continued to have pain in the middle of her back.

Manufacturer narrative:
Analysis of the catheter segments revealed dark residue occlusion in the dispensing holes. It was event related.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, unknown product type: catheter. Product ID: 8709, lot# unknown, implanted: unknown, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.